Event description:
It was reported post implant, noise was seen on the atrial channel. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.evaluation summary: (B) (4) device analysis revealed no anomalies. Visual analysis revealed grommet damage.